Manufacturer narrative:
On 1/30/2017, we were notified that the first alert received about this abnormality was in (B)(6) 2016. On (B)(6) 2017, the lead was finally extracted and replaced with a new rv lead. The lead was destroyed during the extraction. The event date has been corrected.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been carefully analysed. The available impedance trends showed multiple sharp decreases of shock impedance from 80 ohms down to <25 ohms between (B)(4) 2015 and (B)(4) 2016 as mentioned in the complaint description. Furthermore the provided iegms confirmed the presence of noise on the ff channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.

Event description:
Ous MDR. This lead has had several, and drastic, impedance swings with the lower end being <25 ohms. Also, noise on the ff electrogram was noted. The patient will be scheduled for a replacement. There were no adverse patient side effects reported. Should additional information become available, this event will be updated.